Event description:
It was reported 3 bd insyte¿ autoguard¿ shielded IV catheters had damaged catheters. The following information was provided by the initial reporter: "plastic tip broke while nurse checking shielded IV catheter prior to insertion - on three separate catheters".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 25-mar-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one retracted autoguard unit. A microscopic inspection of the catheter tubing was performed. No damaged was observed to the device. The catheter tip was graded and found acceptable. As no damage or defects to the catheter tubing were observed, the reported issue cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported 3 bd insyte¿ autoguard¿ shielded IV catheters had damaged catheters. The following information was provided by the initial reporter: "plastic tip broke while nurse checking shielded IV catheter prior to insertion - on three separate catheters."